Event description:
A heathcare worker expereinced white spots on her fingers after removing items from a completed load. The worker rinsed her hand and the symptoms resolved within an hour. The vaporizer plate was present, but was found free floating above the chamber.